Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, noise, pauses, and was possibly fractured. The lead was capped and replaced. When the new rv lead was plugged into the device, the lead was not sensing properly. The issue was resolved after the lead was re-seated in the header of the device. The lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.